Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that during performance checks; the driver will not start. When the start/ stop button is pressed, the device alarms. Complainant indicated that there was no patient involvement in the reported issue.